Event description:
The patient called lfs alleging that the one touch ii meter was prompting the clean test area message. The patient neither alleged harm nor experienced injury or medical intervention. The technical service representative walked the patient through troubleshooting and discovered that the reported issue could not be resolved. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced.